Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl. Bg cause was not known. Customer received assistance from husband and paramedics and was provided with carbohydrates, juice, and an unspecified paste to address bg. Subsequently, customer was taken to the hospital and was treated with an unspecified intravenous fluid. No additional information was provided. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.